Event description:
It was reported that in cardiosave intra-aortic balloon pump (iabp), the device had a long alarm after the battery was inserted, and the battery slot was disassembled and cleaned. After that the system was tested to be normal, there was no patient involved.

Manufacturer narrative:
Due to characterization limit e1, (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, e1 (initial reporter), g1 (contact person mfg site), g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11 corrected fields: b5, b6, b7, h6 (medical device problem code). A getinge field service engineer (fse) observed that the device often beeps when it is plugged into ac power for charging. After replacing the power management board (d670-00-1162), the fault disappears, and the various functional parameters are tested and delivered to customers for use.

Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) had a long alarm after the battery was inserted during the inspection. No patient involvement and no harm reported.